Event description:
The pt had a neurostimulator implanted (B) (6). The pt was discharged and had complaints of pain and weakness of the legs, also had a rash on the face and shoulders. On (B) (6) the device was removed, suspected due to infection. On (B) (6) cultures were reported as negative.